Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for an error during a bolus. The blood glucose reading was 152 mg/dl. The alarm was recurring and the insulin pump could not be rewound and troubleshooting could not be completed. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test. However, the pump alarmed pump error 38 during the rewind due to a jammed motor gear. Unable to perform functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the pump error 38. The pump was received with minor scratches on the display window and case.